Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, the patient presented to the hospital with multiple pulmonary emboli. Approximately two years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. A CT angiogram demonstrated thrombus within and above the filter and limbs penetrated the duodenum. Catheter-directed lysis with tpa was performed for two days, and the thrombus above the filter resolved. The patient was discharged on anticoagulation. Follow-up CT scan demonstrated the thrombus resolved, extraluminal filter struts, a detached limb embedded in the left renal vein, and angulation of the filter against the right lateral wall. The filter and detached limb were removed percutaneously. One day after removal, the patient developed abdominal pain, fever and was re-admitted to the hospital with polymicrobial bacteremia. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years later, computerized tomography (CT) revealed the filter with two prongs was extending into the duodenum and a third prong was projecting into the retro peritoneum. Additional prong separates from the device and enters the left renal vein and the filter was angulated against the right lateral wall of the inferior vena cava at a 22-degree angle. Subsequently around ten days later, computed tomography(CT) revealed tip and single prong of the filter was fractured. Then patient undergoing filter removal, the filter and fractured struct was removed successfully using endobronchial forceps. Therefore the investigation is confirmed for filter tilt, perforation for the ivc, detachment of filter limb. However, the investigation is inconclusive for filter migration and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g4, h6(device: 2907) h11: h6 (results & conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters; movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters; movement, migration or tilt of the filter are known complications of vena cava filters perforation or other acute or chronic damage of the ivc wall; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with a history of pulmonary embolism and deep vein thrombosis had a vena cava filter deployed in an infrarenal position. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt, migration, perforation of the ivc, limb detachment, and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately two years seven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the patient presented to the hospital with multiple pulmonary emboli. CT angiogram demonstrated thrombus within and above the filter and limbs penetrated the duodenum. Catheter-directed lysis with tpa was performed for two days, and the thrombus above the filter resolved. The patient was discharged on anticoagulation. Follow-up CT scan demonstrated the thrombus resolved, extraluminal filter struts, a detached limb embedded in the left renal vein, and angulation of the filter against the right lateral wall. The filter and detached limb were removed percutaneously. One day after removal, the patient developed abdominal pain, fever and was re-admitted to the hospital with polymicrobial bacteremia. The current status of the patient is unknown.